Manufacturer narrative:
The device was discarded and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to groin bleeding deemed serious. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) and posterior leaflet flail. One mitraclip was successfully implanted, reducing the mr to trace and grade 1+. On (B)(6) 2023, the patient presented to an outside hospital with groin bleeding. The patient was not admitted. The study physician deemed the event serious and life threatening. The account is unable to see the records and stated no additional information was available.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported hemorrhage/bleeding. Hemorrhage is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.